Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and failed due to exterior physical visual inspection: failed. Case plastic window was broken/ fell off. Case plastic was damaged and coming apart. Cracked lcd. The receiver will not charge and boot. The receiver download and functional test was unable to performed. Case opened to inspect battery: battery was defective.the complaint was undetermined for receiver initializing screen without manual restart due to receiver case damaged, cracked lcd, and defective battery causing receiver will not turn on. The reported event of initializing screen without manual restart was undetermined.. A root cause could not be determined.